Event description:
Information received from the field does not address the patient's clinical status but notes no capture at the maximum output of 7.5 v. An x-ray revealed that the lead had dislodged.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received